Event description:
The field representative was unable to find out any additional information from the clinic.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements along with elevated threshold measurements. The clinician noted that a revision procedure would be scheduled. The field representative is attempting to obtain addtiional information. No adverse patient effects were reported.